Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reamer appears to have an area where it is welded together. During use on patient these two pieces have come apart.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; the instrument fractured at a welded junction between the cup portion and the face portion of the grater. The cutting features of the grater exhibit substantial wear and slight deformation, consistent with substantial use. Fracture of the weld is likely a fatigue fracture. In addition, it appears from the lot number etched on the instrument that it was repaired by (B)(4). It is unknown when or for what reason the instrument was repaired. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.